Manufacturer narrative:
Device evaluation of charger (B)(4) has been completed. The reported problem (charger unable to charge a battery pack) was confirmed. As received the charger was unable to charge a battery pack. Upon investigation, y1 (10 mhz smd crystal) on the bedside board was found to be open. The open component was causing the failure. The root cause of the open y1 component was unable to be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A zoll distributor returned battery charger/modem (B)(4) to report that the charger/modem was unable to charge a battery pack.